Event description:
The customer reported the ventilator alarmed vent inop due to a machine and proximal pressure sensor failure. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.